Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during investigation, visible moisture was found on the display. The up arrow, down arrow, and ok buttons were not responsive. The contrast button responded appropriately to user input. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find moisture corrosion on the keypad connector, the keypad flex cable, printed circuit board, the battery housing, and the motor assembly. No moisture was found in the battery compartment.